Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to moisture damaged inside fsr. Unable to perform occlusion test due to motor error alarm. Motor passed the motor test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no longer detects the reservoir and the screen is scratched. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.